Manufacturer narrative:
A ge representative evaluated the system and reseated the power supply cables. System operates as intended.

Event description:
Customer reported the system will intermittently power down. No pt injury was reported.